Event description:
It was reported that the pt was hospitalized for 2 extra days after the trial implant procedure because of nauseous, dizziness, and headaches. The pt was discharged on the third day and 2 days later she reported a fever (38.4 degree c), severe headache, intense vertigo, nausea, speech difficulties, and memory impairment. She was re-admitted to the hospital under a suspicion of an infection. The lead (electrodes) was removed and the pt was started on intravenous antibiotics. An infection could not be confirmed by laboratory tests (not specified) and neurological assessment concluded a "tension headache". A post-spinal headache due to dura perforation was suspected and the pt was scheduled for an MRI of the medulla/brain. She remained hospitalized and was slowly recovering. Additional info was requested.

Manufacturer narrative:
(B)(4).